Manufacturer narrative:
Pending further information from representative covering the issue. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form through email reporting a pump replacement. The form stated that the reason for replacement was pump battery.

Event description:
Additional communication with the agent covering the issue confirmed that the physician's office stated that the patient's pump battery was dead, and that the patient was experiencing a lack of pain relief. The explanted pump was discarded.

Manufacturer narrative:
Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, "the useful life of the prometra programmable pump is dependent on the drug delivery rate. The life of the pump is a minimum of 10 years at a drug delivery rate of 0.25ml/day." Internal complaint number: (B)(4).